Manufacturer narrative:
The customers report of no ECG signal was confirmed during review of the device's history log; however the device was put through extensive testing without duplicating the malfunction. It's important to note, circumstances outside a device malfunction could result in poor coupling between the patient and electrode pads. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6), male patient the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.